Event description:
The mx40 device was sent to bench repair. While being checked for any issues it was found that the mx40's speakers were defective. The device was not in clinical use when the issue was discovered. Complaint evaluation: a philips technical consultant (tc) tested the mx40 and determined that its speakers needed replacement. Customer resolution and conclusion: the mx40 was repaired by the philips engineers and was returned to the customer. The device remains on site and in use.